Event description:
It was reported that while the anesthesiologist was setting up for surgery he noticed the cuff was leaking and would not hold air. They were able to switch it out with another one. There was no patient impact. It was confirmed through communication that the cuff "did not hold air". This was discovered during intubation and it was noticed immediately. The tube was discarded and the patient re-intubated with a new device. There was no reported patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). No evaluation performed, device not returned for analysis. Method: actual device not evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.